Manufacturer narrative:
A comprehensive review of the device history record was conducted. According to our records, the device was manufactured to specification and met all acceptance/inspection criteria. Device was not returned to MFR for inspection.

Event description:
A total knee arthroplasty was revised due to tibial loosening.